Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient reported diaphragmatic twitch. Diagnostic imaging was performed and revealed right ventricular (rv) lead dislodgement. The physician attempted to reposition the rv lead but the helix was unable to be retracted. The event was resolved by explanting and replacing the rv lead. During the procedure, the device was observed to have migrated and this was suspected as the cause to the rv lead dislodgement. The device was repositioned to resolve the event. The patient was in stable condition. Related to manufacturer report number: 2017865-2021-10946.